Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown on multiple occasions without alerting the customer. Review of pump history showed unacknowledged button alarm followed by a resume pump alarm. Reportedly, customer slept through the alarm and did not receive insulin for two hours. Customer did not provide information regarding impact to blood glucose level.